Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The physician thinks the lead had exposed wires caused by the clik anchor. The patient was reportedly doing well post-operatively.

Manufacturer narrative:
Analysis of lead sc-2218-50 s/n (B)(4) revealed that the complaint was confirmed. Device evaluation indicated that the lead passed mechanical tests performed. Visual inspection showed the lead body had a pronounced kink and one exposed/severed cable approximately 5 cm from the proximal end. X-ray inspection found that all cables except #8 were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. Device evaluation indicated that the clik anchor passed visual tests performed. Analysis of clik anchor sc-4316 lot # 15621256 revealed normal device characteristics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st¿ lead, 50cm. Model #: sc-4316, lot #: 15621256, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The physician thinks the lead had exposed wires caused by the clik anchor. The patient was reportedly doing well post-operatively.